Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: when the meter was evaluated in the laboratory, an error 1 message was displayed. A secondary issue was noted when the meter was found to have a battery leakage issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the layer user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly obtained the error 1 message on the morning of (B)(6) 2017. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual diabetes management routine after obtaining the error message. He reported that a couple of hours later, he developed symptoms of ¿shaked, sweating, anxiety, frequent urination and light headed.¿ he reported that he was treated for his symptoms by a non-hcp with ¿food and/or drink.¿ at the time of troubleshooting, the cca noted that the product was not being used for the first time. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.